Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 due to high impedance measurements. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).